Event description:
The customer reported that the live image would intermittently go black followed by a loss of x-ray functionality. There was no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.